Event description:
Reportedly, the smartview connect did not transmit in september 2023, while it was functioning well before. On (B)(6) 2023, the error message 'no signal' was displayed on the screen, despite troubleshooting attempts. On (B)(6) 2023, another attempts was made but the screen froze after an attempt to send a manual transmission. The issue remained afterwards so the smartview connect was replaced.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - no conclusion could be drawn as the subject smartview connect was not returned for investigation. - the complaint investigation could be reopened in case of new information received related to this event.

Event description:
Reportedly, the smartview connect did not transmit in september 2023, while it was functioning well before. On 5 october 2023, the error message 'no signal' was displayed on the screen, despite troubleshooting attempts. On 6 october 2023, another attempts was made but the screen froze after an attempt to send a manual transmission. The issue remained afterwards so the smartview connect was replaced.

Manufacturer narrative:
Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was not reproduced, as no error message was displayed and normal communication with the back office was observed. - therefore, it can be suspected that the reported issue resulted from a poor network coverage at the location where the error message was displayed. - based on available data, no malfunction is suspected on the smartview connect app. - this case is recorded for trending purposes.

Event description:
Reportedly, the smartview connect did not transmit in (B)(6) 2023, while it was functioning well before. On (B)(6) 2023, the error message 'no signal' was displayed on the screen, despite troubleshooting attempts. On (B)(6) 2023, another attempts was made but the screen froze after an attempt to send a manual transmission. The issue remained afterwards so the smartview connect was replaced.